Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina and an mi. During the index procedure, two resolute onyx des were implanted into the proximal cx. Approximately 18 days post index procedure, the patient suffered an nstemi. The event was treated with a pci of the svg-diag. The patient recovered on the same day. It is unknown if the event is related to the study device.

Manufacturer narrative:
Cec assessed the revascularisation as a non tvr surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as non q wave mi (non target vessel), mdt extended historical spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec re-adjudicated the revascularisation as a non tvr percutaneous intervention of the graft 1st diag. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of chronic left bundle branch block and tia. As well as the cec already assessing the mi as non q wave mi (non target vessel), mdt extended historical spontaneous, the cec also adjudicated the mi as no scai event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated the event as a non q wave mi (non target vessel), mdt extended historical spontaneous-no event. The cec also adjudicated the stent thrombosis as no event. The patient has a medical history of arrhythmia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigator assessed the event is not related to the study device. If information is provided in the future, a supplemental report will be issued.